Event description:
It was reported that post paced t wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD) via a merlin on demand transmission while the patient was in hospital. The pptwos was reproducible with left ventricular pacing. Programming changes were made. The patient was stable.